Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc.

Event description:
The clinician reported that nearly 1.5 years after the dental implant and temporary multi-unit abutments were placed in ada site 13 in the mouth, the implant lost osseointegration. Clinician reports patient had a biomechanical overload. The product will be forwarded to the manufacturer for investigation. There were no reported patient complications.

Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc. After the evaluation was noticed that the item received is different from the item reported. Therefore, the item was corrected and the lot number was not considered.

Event description:
The clinician reported that nearly 1.5 years after the dental implant and temporary multi-unit abutments were placed in ada site 13 in the mouth, the implant lost osseointegration. Clinician reports patient had a biomechanical overload. The product will be forwarded to the manufacturer for investigation. There were no reported patient complications. (B)(4).